Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative assisted the customer with troubleshooting the issue. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power fault/no charging alarm. The device was not in patient use when the reported event occurred.